Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a knee arthroplasty revision surgery is being scheduled for unknown reasons.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that surgeon decided not to follow through with the revision for unknown reasons.